Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the sensor breaks inside the body. The customer blood glucose level was 256 mg/dl. The customer was assisted with troubleshooting. Customer had problems with the sensor needle due to it was stuck on the plastic base sensor or introducer needle break or damage and introducer needle hard to remove. Customer reports the introducer needle fractured while in the body. The device will be returned for analysis.

Manufacturer narrative:
Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor. No broken or missing parts were observed during analysis. See attached photo for more details. (B)(4).